Event description:
The medtronic glucose sensor continually fails. The sensors cost (B) (4) each and frequently must be replaced before they even begin transmitting data. I have complained to the company, but they say it is my fault, that I am inserting the sensor incorrectly. They have refused to replace the sensors that does not work. Dates of use: (B) (6) 2009 - (B) (6) 2010. Diagnosis or reason for use: diabetes.